Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead were returned.

Manufacturer narrative:
Exact date unknown, event occurred about two months ago.

Event description:
It was reported that the patients lead migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.